Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the maryland bipolar forceps was broken, not working. There was no report of patient involvement or reported injury.